Event description:
It was reported that the customer received a battery out limit on her insulin pump. Customer stated she needed emergency supplies. Blood glucose is 400 mg/dl. Troubleshoot could not be completed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.